Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer 4.1 on the main station exhibited strong resistance during operation and discovered that the left-hand drawer rail had a missing bearing cage. Further inspection revealed that the damaged drawer railings had allowed the bearing cage to become dislodged. Continued attempts to force the drawer open and closed caused the bearing cage to puncture the drawer controller board, resulting in thermal damage and loss of drawer functionality. The engineer confirmed that the damaged railings and dislodged bearing cage were the root cause of the failure. A new half-height drawer was installed and configured to the station, and testing confirmed that the replacement drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 4.1 had bad railings and rail was stuck. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.